Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed a major fungal infection in their lungs and urinary tract. They originally had candida in phlegm and urine, developed pyrexia and showed positive blood culture. It was considered to be a generalized infection such as urosepsis caused by the patient¿s poor general condition. The department of infectious diseases was consulted about treatment and the patient was started on micafungin 100mg per day. Since high-calorie infusion and nasal tube feeding were being performed from central venous (cv) catheters, the cv catheters were replaced. The indwelling bladder catheter was also replaced. The doctors believed an increase in output was necessary to cure the infection, so the pump speed was increased from 4600 to 4700 rpm the week after admission. The treatment had been successful and would continue; the blood culture was negative, the fever resolved, and hemodynamics stability was maintained. Increasing the pump speed seemed to have had a positive effect, and the frequency of eye openings in the patient was increasing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.